Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels and began feeling unwell after an unspecified duration of pod wear on the abdomen. No specific blood glucose levels were reported. The patient reported that body sweat caused the pod adhesive to become loose, which affected insulin delivery. The patient also stated that she had been sweating more than usual in the days prior to the event. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis. Treatment at the hospital consisted of intravenous fluids and insulin. The patient remained hospitalized for two days and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported adhesive failure, or to determine if it could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.